Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and found to require replacement. The reported problem was to be resolved by the customer. No add'l service info was provided.

Event description:
The customer reported that there was communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.